Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. The rse contacted the customer via email to alert them about this remote alert. The rse suggested replacing the flexvision pc. To date, no further information on the issue has been reported. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave a remote alert: rmt - flv: flexvision pc grabber cards are not initialized, which would prevent booting. The system was not in clinical use at time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.